Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 161 mg/dl at the time of the incident. The customer stated that her husband had the pump in a plastic bag and basal came out of it. The customer stated that 200 units kept dripping and the pump was not working. The customer stated that the screen was blank and flashed white. The customer reported a constant reoccurring tone. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. We were unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads